Event description:
It was reported the patient developed an infection. The lead and extension were removed approximately one year ago. The neurostimulator remained implanted without being capped or an extension attached. The patient continued to recharge the neurostimulator. Additional information has been requested from the hcp, but was not available as of the date of this report.